Manufacturer narrative:
Manufacture¿s investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported bleeding could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists infection and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient tripped and hit his head with a two by four. A computed tomography was taken that revealed no acute intracranial abnormality and a small right frontal/periorbital soft tissue hematoma. No action/treatment was administered. The patient was also assessed for a driveline infection as they presented with erythema, drainage and pain/discomfort. Driveline wound cultures were positive for staphylococcus aureus. The patient normally changed their dressing with a driveline management system kit once per week and the driveline was secured with a foley anchor. The patient's dressings were changed to daily instead of weekly. Additional information was provided that the infection was thought to be due to an infected hair follicle. The patient was put on antibiotics.

Manufacturer narrative:
Driveline infection previously reported under MFR number 2916596-2022-12014. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.